Event description:
The hospital reported a patient was perforated during procedural. The procedure was immediately converted to an open bowel surgery to repair the perforation. The patient expired approximately less than a week later due to lung complications.